Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. Post-operatively, the patient experienced a wound infection. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 06/01/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.